Event description:
It was reported that during an unk procedure, when the surgeon tried to apply the second clip, the vessel was cut through. The same problem occurred with the second device. It was not reported how the procedure was completed. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 11/18/2008. Info anticipated, but unavailable at this time.